Event description:
A report was received that the patient was experiencing pain at the pocket site. The patient underwent a revision procedure wherein the physician relocated the ipg from the ribcage to the buttocks and implanted two extensions. The patient was doing well following the procedure.